Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. It is noted that the onset of the recurring incontinence is not determined. A new aus device consisting of a 3.5 cm cuff, 61- 70 cm pressure regulating balloon (prb) and control pump was implanted. After the surgery, there was no further patient complications. Should additional information be received a supplemental report will be filed.